Manufacturer narrative:
The customer¿s report of pump shutting off during transport was confirmed but not reproduced during laboratory testing. Physical inspection of the device noted the instrument seal intact. The bezel was cracked at the lower hinge and the rear case and bezel have fluid ingress present on them. The left iui (female) and the right iui (male) appear to have dried fluid residue on all pins. The left iui has corrosion in the mounting wells and it also has bent pins and a date code of 08-2015. The right iui has rib damage between pins 7 and 8 as well as between pins 11 and 12. There is also corrosion on the following pins: 2, 6, 7, 8, 10, 11, 12, 13. The date code on the right iui is 09-2015. Analysis of the pump module event log shows there were three occurrences of a communication down message which indicates a channel disconnect alarm. The pcu was not returned for investigation therefore a review of the event and error logs could not be completed. The pump module does not show any errors or malfunctions on (B)(6) 2019 or (B)(6) 2019 when communications were shown as lost in the event log. Functional testing performed found no observed irregularities with the device channel connection. The root cause of channel disconnects/communication errors are the result of an intermittent connection at the iui interface due to contamination and damage noted on the contact pins, and damage to the isolation ribs on the connector.

Event description:
The customer reported that the pump shut off during transport. Although requested, there were no further details or information provided and no report of harm.